Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer replaced the tip and handpiece. The customer tried a different cassette. The customer was able to troubleshoot and resolved the problem reported. The customer requested service for the system the following day. The company service representative examined the system and was not able to confirm or replicate the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. No cassette sample was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was provided; therefore, the lot number history and complaint history reviews could not be conducted. All cassette lots are tested and every lot is verified that all acceptance criteria were met. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was low vacuum with irrigation/aspiration (I/a) and phacoemulsification. Additional information has been received stating that the cataract with intraocular lens implant (iol) was completed with the same system. There was no patient harm. The system worked without issues for the next case and the staff wondered if maybe it was a cassette issue but have no information on the cassette and no cassette to be returned.